Event description:
It was reported that during a peripheral angioplasty treatment procedure a balloon deflation issue occurred. The target lesion was located in the left superficial femoral artery (sfa). A 7-4/5/150 ultra-thin diamond balloon catheter was inflated but during the deflation attempt the balloon would not deflate. The physician had to pop the balloon with a wire. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the balloon showed evidence of being inflated. There were several kinks noted to the shaft of the device. The device was inflated successfully to its rated burst pressure. The balloon delation time was within specification. No further damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a peripheral angioplasty treatment procedure a balloon deflation issue occurred. The target lesion was located in the left superficial femoral artery (sfa). A 7-4/5/150 ultra-thin diamond balloon catheter was inflated but during the deflation attempt the balloon would not deflate. The physician had to pop the balloon with a wire. No patient complications were reported and the patient's status is ok.